Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the patient had mild cerebral edema. Hematoma within ischemic field with mild space-occupying effect involving = 30% of the infarcted area (ph1). The patient's family requested to be discharged from the hospital, and the situation will continue to be followed up at the 90 day follow-up visit. Nihss score available: 35, mrs score: 0. Event is assessed as possible related to study procedure. The event is resolving. Pre-procedure mtici score: 0 final post-procedure mtici score: 3. Additional information was received reporting symptoms were not reported in the ae description, however baseline nihss 35 remained same on the 24-h post-procedure on (B)(6) 2024 and at discharge visit on (B)(6) 2024. There was no hospitalization, no treatment, and no actions taken to resolve the hematoma. Additional information received reported site also added ae description of hemorrhagic transformation stroke ph1

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cec adjudicated the event as caused by the procedure.